Manufacturer narrative:
(B)(4). The reported condition was confirmed during on-site evaluation. The latch roller was found to be damaged and was replaced to resolve the reported condition. If additional relevant information becomes available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that presented an air alarm. It is unknown in which care are or process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported condition. No additional information is available at this time.